Event description:
On (B) (6) 2010, pt reported receiving an e6 (mechanical error) alert. Assisted patient with the change the cartridge function. Had pt adjust the piston rod, put the insulin cartridge back in and prime; infusion device displayed an e6. Pt installed a fresh battery and went through the change of the cartridge function again; device displayed an e6. Pt reported once this issue started, his blood glucose was elevated and the piston rod made strange noises. Pt stated the piston rod makes an abnormal noise when it primes and the beeps are different when pressing the buttons than when they used to be. Pt reported there has been no insulin or moisture spilled inside of the insulin cartridge compartment. Pt stated the cartridge compartment glass is foggy but there is no insulin to be poured out. Pt stated his blood glucose readings became elevated when he started getting the e6 error. Pt's normal blood glucose range is 80-120mg/dl before eating and 100-180 mg/dl after eating. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.